Manufacturer narrative:
Device used for treatment not for diagnosis. This report is for an unknown proximal femoral nail antirotation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: guo, q., et. Al., percutaneous compression plate versus proximal femoral nail anti-rotation in treating elderly patients with intertrochanteric fractures: a prospective randomized study, journal of orthopaedic science, 18; 977-986. Hip fractures are one of the most common and severe fractures that occurs in the elderly population. It has been reported that 90 percent of hip fractures occur in patients over 65 years old. In this article, a proximal femoral nail anti-rotation (synthes, (B)(4)) was used to repair an intertrochanteric fracture. Forty-five patients received a proximal femoral nail anti-rotation implant. There were 19 male and 26 female patients. It was reported that one patient had a femoral shaft fracture and two patients had embolism syndrome. Post-operative pain was noted, seven patients complained of hip pain and six patients complained of thigh pain. One day after surgery, a radiograph was taken to evaluate the reduction of fracture and the position of the proximal femoral nail anti-rotation implant. All of the patients received antibiotic prophylactically for three days. Also, the patients were encouraged to exercise on the first day post-operative. Follow-ups were performed on all patients at three, six, nine, 12 months postoperatively and yearly thereafter. Radiographs, complications, symptomatic complaints about hip and thigh pain, and the range of motion of the hip were recorded. The outcome of the surgery showed no significant complications other than those that were listed. There is not sufficient information to file multiple reports. 1 femoral shaft fracture a copy of the journal article is being submitted with this medwatch.